Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and it was noted that all the heater bag line¿s tubing had separated from the welded cassette subassembly. Solvent residue was present in the tubing and the tubing showed evidence that it had been inserted fully into the port during the manufacturing process. An underwater pressure test was also performed with no issued noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag line of a home pd system kaguya set disconnected from the cassette component which resulted in a leak. This occurred while in use for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.